Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2025, the patient experienced a hypoglycemic event. It is not clear if the patient received any error messages or issues with the sensor which resulted in hypoglycemia. The patient was found unconscious by their husband during the night and they called an ambulance. The paramedics took a bg reading which was 30 mg/dl, no cgm values documented at the time. The patient was treated with "injections of glucose" (meant to be glucagon). The patient was hospitalized for 14 days and discharged around (B)(6) 2026. No other details were documented. A review of performance data shows that the patient did not experience any notable interruptions in her cgm readings on or around the alleged incident date of (B)(6) 2025. Only a few instances of sensor error and signal loss were observed, but they were very brief in duration and occurred during periods of elevated readings as opposed to low readings. Although no interruptions were noted, the patient's estimated glucose values were found to have never reached, exceeded, or come very close to the urgent low alert threshold of 55 mg/dl at any point on or around the alleged date of incident. As the patient reported having a blood glucose meter value of 30 mg/dl at the time of the hypoglycemic event, inaccurate estimated glucose values have been determined to be the most likely root cause of the hypoglycemic event. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.